Event description:
It was reported to olympus, that the 4k autoclavable camera head stopped working in the middle of a procedure. The device was reconnected and only color bars were seen. The camera also had an effect on the processor. The procedure was completed with a similar device. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was confirmed. It was noted that the issue occurred due to a faulty cable. The investigation is ongoing. Additional information has been requested regarding this event. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
Updated fields: h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the reported issue was caused by a faulty cable. However, the specific cause of the faulty cable was not established at this time. Olympus will continue to monitor field performance for this device.